Event description:
The iab was removed on 7/19/97 after iabp for about 48 hours. The iab did not malfunction. As a result of the event there was bleeding, thrombocytopenia and a transfusion was required. (Event complications: bleeding/thrombocytopenia/transfusion required-rpt'd 7/23/97.(pt's current status: unk- rpt'd 7/23/97.)